Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported two instances of massive uveitis. This report concerns the second pt, an (B)(6) male. The surgeon reported that the pt underwent cataract/vitrectomy surgery and subsequently developed a "massive uveitis" postoperatively. It was found predominantly in the vitreous and cell agglutinations are visible. The surgeon suspected this to be a "toxic hyperergical reaction". He mentioned that visually inspected it looked like a massive endophthalmitis and like the described reactions after injections of avastin (bevacizumab) in literature articles. Additional info has been requested numerous times, but no further info has been provided.